Event description:
It was reported that during a da vinci-assisted distal pancreatectomy and splenectomy procedure, there was a conversion to open. The issue occurred one hour after starting the case due to surrounding tissue being very delicate and infiltrated by the tumor. The surgeon could not manipulate the tissue with the robotic instruments. The surgeon made the clinical decision to convert to open based on tissue¿s delicacy and tumor infiltration. The distal pancreatectomy and splenectomy were performed open. There was no unexpected bleeding. The patient did not experience any post-operative complications. The patient was transferred to the ICU after procedure completion as a part of standard care and was released from the hospital several days later. There is no allegation of malfunction of a da vinci system, instrument, or accessory.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal pancreatectomy and splenectomy procedure, there was a conversion to open. The issue occurred one hour after starting the case due to surrounding tissue being very delicate and infiltrated by the tumor. The surgeon could not manipulate the tissue with the robotic instruments. The surgeon made the clinical decision to convert to open based on tissue¿s delicacy and tumor infiltration. The distal pancreatectomy and splenectomy were performed open. The cause of the operative complication is unknown.